Event description:
Event was reported to (B)(4) by an attorney. The patient experienced chronic pelvic and vaginal pain as well as recurrent infections, chronic kidney infections; mesh erosion; pain during intercourse; urinary retention; recurrent urinary leakage; rectal pain and leakage of feces into vagina, and psychological and emotional suffering. No further information has been provided.